Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a dim/fading display issue. The screen began gradually fading a 'few weeks' prior to the complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow up #2 date of submission 09/18/2013 device evaluation: the pump has been returned and evaluated by product analysis on 08/28/2013 with the following findings: investigation revealed that the display screen was dim and discolored. The display was replaced with a test display, and the contrast returned to normal.

Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4).